Event description:
It was reported that during an in-service done by getinge clinical they discovered that the cardiosave intra-aortic balloon pump (iabp) battery in slot one would not charge and the pump would shut down if only battery one was used and the pump was removed from ac power. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Additional information: contact person phone number: (B)(6). A getinge field service engineer fse was dispatched to the site to evaluate the unit. He states that during an in service done by getinge clinical they discovered that the battery in slot one would not charge and the pump would shut down if only battery one was used and the pump was removed from ac power. Confirmed the pump would not operate on battery with only a battery in slot one. Charging was intermittent. Replaced power management board and problem persisted. Replaced power slot board and problem was resolved. Device passed all functional and safety tests according to factory specifications. The failure analysis and testing dept. Received the following parts associated with this complaint power management, power slot interface. The failure analysis and testing dept. Performed a visual inspection and found the parts to be in good condition. The fat tested each part separately then together. The failure analysis and testing dept. Installed power management, rohs into the cardiosave test fixture and tested the board to factory specifications per procedure number (B)(4) revision e and the cardiosave service manual part number (B)(4) revision r. The fat observed that the battery would not charge in slot 1 when the console was installed into the cardiosave cart. The power management board failed testing. The failure analysis and testing dept. Installed power slot interface into the cardiosave test fixture and tested the board to factory specifications per the cardiosave service manual part number (B)(4) revision r. The fat observed that the battery would not charge in slot 1 when the console was installed into the cardiosave. The power slot interface board failed testing. The fat was able to replicate the failure of the battery not charging in slot 1. Both boards failed testing. Sending the boards to the supplier per procedure number (B)(4) rev. Ap. The failure analysis and testing dept. Received the following boards from the supplier: (B)(4), power management, rohs pcb, power slot interface board the failure analysis and testing dept. Performed a visual inspection and found the parts to be in good condition. The supplier tested pcb, power management, rohs and stated, test is good and no abnormalities was detected. The board was no defect found. The board passed testing. The supplier tested pcb power slot interface board. The supplier observed that the j2 connector was dented (please see attachment for picture). The supplier replaced j. The board passed testing. The failure analysis and testing dept. Installed pcb, power management ,rohs into the cardiosave test fixture and tested the board to factory specifications per procedure number (B)(4) revision e and the cardiosave service manual part number (B)(4) revision r. The board passed testing. The fat then installed pcb, power slot interface board. The board passed testing. Retaining the boards in the fat per procedure number (B)(4). For pcb, power slot interface board: the non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined. For pcb, power management ,rohs: the non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.